Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was over 200mg/dl. The customer states their levels had gone as high as 500mg/dl. The customer declined to troubleshoot the pump and will be monitoring their levels and waiting to treat with the device. The customer was aware of need to change out infusion set, reservoir and insulin. The customer will call back at a later time if needed.